Manufacturer narrative:
(Serial number) has been updated to unk. The serial number has been determined to be invalid upon extended investigation. A tripped trend review was conducted for the reported complaint and fs reader, no trends were identified that would indicate any product related issues. The device manufacturer date for the reported reader is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre reader. "Exploded and there were visible burn marks on the reader." There was no report of death, serious injury, or mistreatment associated with this event.